Manufacturer narrative:
At the time of this report, device evaluation is not yet completed. The device is anticipated to be received and then evaluated. At completion of the evaluation, a supplemental report will be filed.

Event description:
Intera oncology received information from a health care provider alleging a faster than expected flowing intera 3000 hepatic artery infusion pump. The labeled intra-arterial flow rate of as manufactured is 1.2 ml/day. Implant date was (B)(6) 2022. The clinician reported that the pump was refilled on the following dates: (B)(6) 2022 with 11ml residual over 12 days (1.583 ml/day), (B)(6) 2022 with 11.5 ml residual over 14 days (1.3 ml/day), (B)(6) 2022 8 ml residual over 14 days (1.57 ml/day), (B)(6) 2022 0.25 ml residual over 14 days (2.13 ml/day), (B)(6) 2022 0 ml residual over 15 days (approx. 2 ml/day), (B)(6) 2022 9.5 ml residual over 10 days (approx. 2.05 ml/day), (B)(6) 2022 24 ml residual over 3 days (approx. 2 ml/day). It was later reported verbally that the patient returned on (B)(6) 2022 with 27.5 ml residual over 10 days was returned (approx. 0.25 ml/day). The clinician confirmed that the patient did not have any other factors that would increase the flow (no travel, mountains, heating pads, hot tubs, baths, mris, etc). The clinician made the decision to explant the pump, which was ultimately explanted on (B)(6) 2022.

Manufacturer narrative:
Device was evaluated and confirmed to be flowing above specification. Z number is added to this MDR report.